Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen. There was a pinhole in the balloon material 4mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were numerous hypotube kinks. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target vessel was non calcified. A 5.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, the balloon ruptured during the procedure. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target vessel was non calcified. A 5.50 mm x 12 mm nc emerge® balloon catheter was advanced for dilatation. However, the balloon ruptured during the procedure. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.